Manufacturer narrative:
The reported field event of low hv lead impedance was confirmed in the laboratory. The device was tested on the bench and using automated test equipment and the hv output circuit was found to be damaged. An arc mark was found on the device can. The low hv lead impedance and arc damage found are consistent with that caused by arcing between the hv lead conductor and ICD can during hv therapy delivery.

Event description:
It was reported that the patient presented to the hospital after receiving a shock. Noise was observed. The physician suspected inappropriate therapy due to a lead issue. The competitive lead was explanted and replaced. After the new lead was connected to the device, a low hv lead impedance was observed. The lead measurements were in normal range via the analyzer. The physician elected to replace the device. An arc mark could be seen on the device. No further issues were reported with the new device. There were no adverse consequences and the patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun